Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with debris under the display window. No other cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she needed a replacement insulin pump as hers was broken and crushed. Blood glucose level at the time of the incident was 341 mg/dl. The customer reported that she was currently hospitalized due to a car accident, but did not provide any additional details. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.